Event description:
An olympus representative reported on behalf of the customer that the image was noisy when bronchovideoscope was powered on and the object was not visible. The patient was not under sedation and there was no delay. There were no reports of patient or user harm associated with this event. The device was returned, and olympus repair center identified the image blacked out. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation of the returned device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customers¿ initial report of a noisy image was not confirmed. The screen blacked out due to defective distal end insertion unit and defective electrical connector 030 unit. The following additional findings were also noted: indentation in the insertion tube, aged switches, and slight interference on the image when the charge coupled device was tested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely physical stress was applied to the insertion section and caused damage to the ccd-unit (charge-coupled device unit) during handling of the device by the user. As a result, the image noise and image blackout temporarily occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿-inspection of the endoscopic image -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.